Event description:
The customer reported having a faulty power supply. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). The customer performed the evaluation and identified a faulty power supply. The customer ordered a power module to resolve the issue. As of 07/30/2013 the customer has not called back regarding this issue with this device. The device remains at the customer site. Philips concluded that this was a malfunction of the power module.